Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer's reading ranged between 75 and 600 mg /dl. The customer treated with the insulin pump. The customer's symptom included thirst. The customer performed a manual prime and saw insulin exit the tubing. The customer found a no delivery alarm and a low battery alert in the alarm history. The customer found that the bolus history was incorrect. The customer found a bent cannula after removing the infusion set. The customer was sent a tubing clamp and was advised to call back to perform the high pressure test. The insulin pump was not replaced or returned for analysis.